Manufacturer narrative:
H6: investigation summary: a device history review was conducted for lot number 8262023. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text : see h10.

Event description:
It was reported that intima-ii y 22gax1.00in prn/ec slm leaked. The following information was provided by the initial reporter: the intravenous infusion treatment was performed on december 10th. The puncture needle and the infusion pipeline were leaked. The infusion was stopped immediately. After the needle was removed and the crack was visible to the naked eye, the indwelling needle was replaced immediately.

Manufacturer narrative:
(B)(4). Investigation summary: a device history review was conducted for lot number 8262023. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Investigation conclusion: bd will continue to monitor this issue. Root cause description: unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Rationale: risk is low, and the occurrence rank in this batch is not more than the risk assessment. No need for CAPA.

Event description:
It was reported that intima-ii y 22gax1.00in prn/ec slm leaked. The following information was provided by the initial reporter: the intravenous infusion treatment was performed on december 10th. The puncture needle and the infusion pipeline were leaked. The infusion was stopped immediately. After the needle was removed and the crack was visible to the naked eye, the indwelling needle was replaced immediately.